Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump received without the blue transfer guard, unable to confirm it just spinning noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack from the esc button towards the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.